Event description:
The customer contact reported backflow of fluid from the secondary solution container into the primary solution container. The primary tubing set was being used to deliver an unspecified volume of normal saline via an unspecified pump. The secondary tubing set was being used for piggyback delivery of an unspecified chemotherapeutic solution at a rate between 500ml/hr and 1600ml/hr. After an unspecified length of time in use, it was reported that the secondary solution backflowed into the primary solution container. The primary tubing set and the primary and secondary solution containers were replaced, and the therapies were resumed. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded.